Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient went to the hospital for being dizzy. The patient was admitted to the hospital for "syncope." Technical analysis was done on the device and it was noted that the right atrial (ra) lead had undersensing. It was noted that the physician assistant seeing the patient did not feel that it was an undersensing issue. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.